Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The only information available is that the pump stopped unexpectedly during surgery resulting in a decline in the patient status until infusions were reset. Although requested, no additional information was provided.